Manufacturer narrative:
Devices were not returned for an investigation. No device history or qn search was performed since no source device serial number was reported by the customer. No additional information will be provided per the customer. The devices used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement.

Event description:
During a site visit, it was reported that device doors were left open, which led to damage.